Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Insulin pump successfully downloaded traces and history file using thump. Pump passed active current measurement and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped electrical board 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 1:40am and on (B)(6) 2021 at 7:33am. Therefore, battery change occurred in less than 1 week. P-ca, reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Swapped electrical board 2 board with a test board and sleep current measurement passed. Problem isolated to electrical board 2.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm after low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.